Event description:
It was reported that this patient underwent a right shoulder replacement. Subsequently, the patient reported pain during movement of their shoulder. Patient was admitted for scheduled surgery for revision of the right shoulder prosthesis. The stem was fully mobilized, and the glenosphere was removed. The metal back demonstrated excellent stability. The medullary canal was then prepared, and a new glenosphere and cemented stem were implanted. The implant exhibited excellent stability following placement. No further information is available.